Event description:
"While the ventilator was connected to pt, he witnesseed the ventilator automatically turning itselt off. Constant audible alarm was heard. The father enabled alarm silence feature and noted that the reset message was displayed". There was no allegation of pt harm.